Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels. Blood glucose values were not provided. No additional information was provided. Reportedly, the customer had manual injections as alternate insulin therapy.